Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the handle stopped progression of staple firing several times. Reload was partially fired and firing cycle could not be completed. The device was rebooted to no avail. Another handle and reload was used to complete case. There was no patient injury.